Event description:
Device 2 of 2: reference MFR report: 1627487-2012-1656. It was reported the pt's device gets very hot while charging and had to reposition the charging wand. It was also reported the pt felt a very strong shock at the ipg site while charging. An sjm representative and her physician met with the pt for evaluation and reprogramming. There were no unusual shocks or heating observed. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.